Event description:
Same as mfg# 6000093-2006-01305 and 6000093-2006-01307. Clinical study, it was reported that 4 days following a coronary artery drug eluting stenting treatment procedure, the pt experienced a stent thrombosis. The index procedure treated two vessels with three taxus express2 stents. The stents implanted were a 3.00 x 28mm, a 2.50 x 16mm and a 3.00 x 8mm. These devices were implanted in the mid left anterior descending (lad) and proximal circumflex (cx) arteries. It is unk which device was implanted in each of the two target vessels. Four days later, the pt began to experience chest pains and st elevations in the anterior septal wall. It was determined that the pt had a sub acute stent thrombosis. It is unk which device was affected. The event was resolved the same day using unk measures. The relationship of this event to the device is "probable".

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.